Event description:
The customer reported the ventilator alarmed with a message indicating high oxygen supply pressure and no oxygen available. The customer reported the device was not in use therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if in use. The manufacturer field service engineer (fse) said that the issue was cause by incorrect regulator use by the customer. The fse said that the regulator was set to high and the pressure was stuck inside the o2 manifold. The fse said that he removed the o2 regulator and bleed out the pressure that were stuck inside the manifold and the unit is ok. No part was replaced. The unit passed all testing.